Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited loss of capture (loc) at high outputs and had been programmed off pending routine device replacement. During a routine device replacement procedure, the lead was surgically abandoned and replaced. This pacemaker was explanted and replaced. No adverse patient effects were reported.